Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 14-nov-2022 to 13-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the mini drawer failed due to a defective engine. The field service engineer replaced the engine, tested it and verified that the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system mini drawer 1.5 failed during an anterior cervical discectomy and fusion procedure. The customer stated that they were unable to recover the drawer even after rebooting. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the pyxis anesthesia es system mini drawer 1.5 failed during an anterior cervical discectomy and fusion procedure. The customer stated that they were unable to recover the drawer even after rebooting. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer pocket 1.5 was not opening or closing. A field service engineer replaced the engine to resolve the issue. The system functioned as intended.